Event description:
It was reported that the mainframe on the 9600+ sys will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The sys was tested and found to be working as intended and placed back into svc.